Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: multiple cycles advanced to fill when slow/no flow. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician identified an increased intraperitoneal volume (iipv) situation which occurred on 11/20/10 during drain cycle 5. The drain volume was 3594 ml. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.